Event description:
It was reported that during an implant procedure, this pacemaker was open from its packaging and the right ventricular setscrew was found to be rotated in an outward position. The physician elected not to use the pacemaker and it was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was never returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted that the header of the device was firmly attached to the case. All seal plugs were present and no holes were noted in the seal plugs. The right ventricular (rv) set screw was missing. The rv set screw was replaced for detailed analysis. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this pacemaker was open from its packaging and the right ventricular setscrew was found to be rotated in an outward position. The physician elected not to use the pacemaker and it was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this pacemaker was open from its packaging and the right ventricular setscrew was found to be rotated in an outward position. The physician elected not to use the pacemaker and it was never in service. No adverse patient effects were reported.